Event description:
It was reported that the patient experienced a painful sensation, even when the device was turned off. The patient had not used the device in five years. Additional information received from the hcp reported that the entire system was explanted. Patient outcome was not provided.

Manufacturer narrative:
Extension 3095-10, (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6), lead model 3889-28, lot# j0455355v, implanted: 2005 (B)(6), explanted: 2011 (B)(6), programmer model 3031a, (B)(4).